Manufacturer narrative:
Sections d4, h4, h6(patient code): additional information. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Review of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as a direct correlation between the reported thrombus and the reported events could not be conclusively established through this evaluation. The submitted log file contained data from 3:42:44 on (B)(6) 2020 through 16:58:57 on (B)(6) 2020, per the timestamps. Transient elevations in pump power and estimated flow were captured on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. These elevations ranged from 8.2-10.4 watts and 8.8-12.0 lpm, respectively, and did not appeared to be associated with pi events. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The account reported that the patient had been admitted on (B)(6) 2020 with rusty colored urine. The patient¿s labs raised concerns for hemolysis and potential thrombus. It was later reported that a specific cause for the patient¿s hemolysis could not be identified. There were no changes to the patient¿s condition, anticoagulation status, or pump parameters that were thought to have contributed to the event. With the exception of one international normalized ratio (inr) of 1.7 on (B)(6) 2020, all of the other inrs for the patient had been 2.4 to supratherapeutic since (B)(6) 2020. On (B)(6) 2020, the patient was urgently taken to the operating room (or) due to quickly worsening acute kidney injury (aki) for an expected pump exchange. In the or, the patient¿s heart was found to have an ejection fraction of 40-45%. The pump was stopped, and the patient¿s heart continued to have an ejection fraction of 40-45%. The pump was decommissioned and abandoned. The patient was reportedly recovering in the hospital and was in stable condition. The patient¿s aki was also improving, per the renal team. It was reported that heartmate (hm) ii left ventricular assist system, serial number (B)(6), remained inside the patient and was not explanted. No product was available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2012. The hmii lvas instructions for use (IFU) lists hemolysis, device thrombosis, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. The IFU also outlines indications of pump thrombosis as well as how to respond to such events. In reference to pump power, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had labs that were concerning for hemolysis and potential thrombus. The log file contained some power/flow fluctuations. The pump power/flow appears to be on a downward trend with calculated pi on an elevated trend. Tech services was unable to confirm if this data is associated with a clinical condition such as thrombus; however that does not mean that thrombus is not present in the circulatory loop. These clinical indications are such things as elevated ldh levels, dark colored urine, decreased lv unloading, increased heart failure symptoms, or cannula/pump malposition. It was reported that no cause of hemolysis has been identified. There are no likely changes to patient condition or anticoagulation status that may have contributed. With the exception of one inr at 1.7 on (B)(6) 2020 all other inrs have been 2.4 to supratherapeutic since (B)(6) 2020. There were no changes to pump parameters. Echo done in or showed ef 40-45%. Patient with rusty colored urine. Patient was urgently taken to the or (B)(6) 2020 for quickly worsening aki for expected pump exchange. In the or the heart was found to have an ef of 40-45%. Pump was stopped and patient continued to have ef 40-45%. Pump was decommissioned and abandoned. Patient is currently recovering in our hospital and is stable. Aki improving per renal team.